Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's left shoulder was revised due to disassociation of the head from the stem. Patient did not admit to any trauma, but the surgeon reported that the patient was prone to falling, and noted that there was torn soft tissue at that location. Patient was revised to a reverse shoulder.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
It was reported that the patient's left shoulder was revised due to disassociation of the head from the stem. Patient did not admit to any trauma, but the surgeon reported that the patient was prone to falling, and noted that there was torn soft tissue at that location. Patient was revised to a reverse shoulder.